Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Medwatch report 1825034-2012-01440 was filed in regards to the same event.